Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It was determined that using the mitraclip on the tricuspid valve did not cause any effects. Based on the information available, a cause for the reported slda could not determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was implanted however post deployment, the clip detached from the septal leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the slda clip. A total of 4 clips were implanted, reducing tr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.